Event description:
It was reported by the rep that the surgeon fired the tlv30 across the pulmonary vein during a pneumonectomy procedure. It was reported that portions of the staple line were faulty and did not approximate. The surgeon reinforced with stick sutures and did not open another device to complete the case. There was no pt consequences.